Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: during follow up the reporter stated that: yes, the saw cut in the bone was not done correctly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that prior to a femoral surgical procedure, it was observed that while using the velys satellite station device, the planned incision height was undershot by 2.5 mm during the distal incision. Additionally, the posterior incision was not performed parallel to the anterior incision by the robot. The surgeon had to upsize the femur prothesis and use a lot of cement. The surgeon had to create a significant cement layer. The longevity of the prosthesis will only be clear later. There was a twenty minute delay to the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.